Event description:
It was reported that the power button would intermittently fail to power the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device intermittently would not power on when the power button was pressed. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.